Event description:
The customer reported erroneously elevated troponin I (access accutni) results, above the acute myocardial infarction (ami) limit, and erroneous creatine kinase-mb (ck-mb) results - above the normal reference range - for two patients, involving the access 2 immunoassay system. Subsequent testing of the patient samples recovered lower troponin I and ck-mb results for both patients. The erroneous results for patient 1 were released from the laboratory. The erroneous results for patient 2 were not released. There was no report of patient consequence or change in patient treatment associated with this event. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) noted preventive maintenance (pm) was performed on (B)(6) 2012. The fse discovered the precision pump seals were leaking. The fse replaced the seals and performed all verification testing which passed within instrument specifications. Service activity performed was verified to meet the specified requirements per the established procedures. The instrument conformed to the manufacturer's published performance specification. The plasma samples were collected in 6 ml becton dickinson (bd) lithium heparin tubes and were centrifuged at 3,500 rpm (revolutions per minute) for five minutes at room temperature. Patient samples are typically analyzed within 10-30 minutes after collection and stored at room temperature between collection and analysis. Samples were clear and normal in appearance. System check, performed on (B)(6) 2012, passed within specifications. Controls performed prior to the event were within specification and out of range after the event.